Event description:
The customer reported via phone call that the insulin pump experienced a prime rewind anomaly and that she had high blood glucose levels. The customer's blood glucose was 480 mg/dl. The customer stated that she was trying to complete a set change but could not get past the rewind stage. She was advised to hold down the act button until she received the second series of beeps and/or numbers on the display; she confirmed that she did receive the second series of beeps and numbers. Upon troubleshooting, the customer was able to complete the rewind process and connect the infusion set to her body. She declined troubleshooting assistance for the high blood glucose, stating that the insulin pump worked as designed. She noted that her high blood glucose was due to her having been off of the insulin pump for some hours.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.